Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9236-02pp univers vaultlock glenoid trial center peg broke off. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9236-02pp, batch 1027261811, was received for investigation. Visual inspection revealed significant surface damage on the edges and a broken central peg. Functional testing was not performed due to the device¿s damage. The most likely cause of the reported failure is normal wear and tear resulting from prolonged use in the field. Refer to the investigation photos. The complaint allegation is confirmed.